Manufacturer narrative:
Manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The result of the investigation for reported difficult to advance issue is inconclusive. The root cause for the reported difficult to advance issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the caterpillar arterial embolization system was reviewed and contains the following information relevant to the reported event: warnings the caterpillar¿ and caterpillar¿ micro arterial embolization devices are only intended for use in the artery diameters listed in table 1. Use in artery diameters other than those specified could result in poor occlusion and/or device migration. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Precautions: check that the device has not been damaged prior to use. Do not use if any damage is visible or if any part of the implant is outside of the loader. If loader or wire kinks or becomes damaged during preparation, do not use the device. The device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. The physician should determine appropriate patient compatibility with the caterpillar¿ and caterpillar¿ micro arterial embolization devices prior to use. In particular, the physician should determine that the product dimensions are appropriate for the implant area. Exercise care in handling the caterpillar¿ and caterpillar¿ micro arterial embolization devices to reduce the potential of accidental damage. Do not advance the implant outside of the loader prior to insertion into the delivery catheter. If excessive resistance beyond what would be expected is encountered at any point during advancement of the caterpillar¿ and caterpillar¿ micro arterial embolization devices through the delivery catheter, stop and remove the device and delivery catheter as one unit/together. Do not advance or retract the caterpillar¿ and caterpillar¿ micro arterial embolization devices from the loader without attaching the loader via the tuoh to the delivery catheter hub. Do not twist or rotate the delivery wire during advancement, because the implant may detach prematurely. The caterpillar¿ arterial embolization device can only be re-positioned when the detachment zone is still in the delivery catheter (figure 3). If the detachment zone is deployed, but re-positioning is required, retrieve and discard the device. A replacement device must then be used. Device not returned.

Event description:
It was reported that during placement of an arterial embolization device, the device allegedly had difficulty in tracking. The procedure was completed using another device. There was no reported patient injury.